Event description:
Caller reported mobile system blood glucose results of 31.5 mmol/l and 9.8 mmol/l, professional's aviva system result of 10.2 mmol/l within 10 minutes. No adverse event was reported relative to discrepancy. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6). (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.